Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced a kinked cannula. The blood glucose level of the patient was 200 mg/dl. Moreover, the issue occurred with one infusion set and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.